Event description:
Revision surgery - due to a painful shoulder and limited range of motion.

Manufacturer narrative:
The reason for this revision surgery was to remedy shoulder pain and limited range of motion after 6 months and 25 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Factors that may contribute to pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There was no information reported that evidences a material, design, or manufacturing problem with the product.